Event description:
It was reported to boston scientific corporation that a urovac¿ bladder evacuator was opened for use in a transurethral resection of the prostate (turp) on (B)(6), 2011 with a male patient (patient identifier, age, and weight are unknown). According to the complainant, during unpacking it was noticed that there was a brown material within the sterile barrier. Neither the device nor the brown material came in contact with the patient. The procedure was successfully completed using a second urovac¿ bladder evacuator. The patient was reported to be stable at the conclusion of the procedure

Event description:
It was reported to boston scientific corporation that a urovac bladder evacuator was opened for use in a transurethral resection of the prostate (turp) on (B)(6) 2011 with a male patient (patient identifier, age, and weight are unknown). According to the complainant, during unpacking, it was noticed that there was a brown material within the sterile barrier. Neither the device nor the brown material came in contact with the patient. The procedure was successfully completed using a second urovac bladder evacuator. The patient was reported to be stable at the conclusion of the procedure.

Manufacturer narrative:
Analysis of the returned urovac bladder evacuator revealed a piece of loose, brown material was present inside the bottle cavity. The bottle cap was secured on the bottle. The foreign object was compared to cardboard; it is highly likely the foreign material is cardboard. Cardboard is not allowed within the controlled environment where the urovac bladder evacuator is assembled and packaged into the sterile pouch. It is highly likely that the foreign material entered the bottle sometime after the primary sterile pouch was opened. Therefore, the most probable root cause for this defect is handling damage. A review of the device history record (DHR) was performed; no anomalies were noted.